Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A hv lumbar valve system fractured at the connection point (the white part of the catheter on the exit side). It is unk whether the suspect unit was the hv lumbar valve white- (B)(4) (tall child/adult) or the hv lumbar valve system green- (B)(4) (tall adult) as the facility purchased both units. The unit was in contact with the pt but there was no injury involved with this event. A revision was required. It is unk whether there was a delay in the procedure. The product is not available for an eval. Additional info has been requested.